Event description:
It was reported that the basket of the percutaneous trombolytic device separated from the cable during maceration of an arterial plug. The percutaneous thrombolytic device was making the 5th pass when the separation occurred. A snare device was employed to remove the separated basket. There were no pt complications.